Event description:
Reportedly pump set up to infuse 250cc of nitro at a rate of 3cc/hr. Pump ran for 40 minutes and the bottle showed 150cc of fluid had infused. The pump read 2.8cc infused. During the hospitals evaluation of the incident it is thought that the pt was bolused before the tubing was loaded into the pump which would account for the overinfusion. No pt injury resulted.